Event description:
It was reported that the patient faced an event on (B)(6) 2026 where the infusion set tape not sticking due to no adhesive. Patient also experienced bleeding at infusion set insertion site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.